Manufacturer narrative:
This information is provided in response to your request dated august 29, 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event. The problem is described as follows: the customer is located in (B)(6). The blood glucose reading is 12 mmol/l. The insulin pump is stuck in the priming loop. The insulin pump will not stop squirting out insulin. The buttons are not being pressed and the insulin pump keeps priming. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer is located in canada. The blood glucose reading is 12 mmol/l. The insulin pump is stuck in the priming loop. The insulin pump will not stop squirting out insulin. The buttons are not being pressed and the insulin pump keeps priming. The insulin pump will be replaced. Nothing further reported.